Event description:
It was reported that the lead was tested via the analyzer during a routine device change out and it had an electrical issue that was confirmed by the manufactures technical representative. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.